Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 4 months post-index procedure with symptoms of acute ischemia. The physician observed a complete thrombosis of the ovation graft and elected to re-intervene by administering thrombolytics and placing two vbx balloon expandable stents from the renals down to the legs of the main body. The re-intervention was successful and the patient is reported to be doing well. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion within the device was found to be anatomy related due to the anatomical stenosis of the blood lumen, in combination with the infrarenal angulation (hostile neck and blood lumen anatomy). Procedure related harms and the final patient disposition could not be ascertained due to the lack of information surrounding the secondary event, however, there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).